Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit conclusions as to the causes of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Brand name - unknown ceramic and cobalt-chromium heads. Initial reporter name - this article was written by sok chuen tan, adrian c.k. Lau, christopher del balso, james l. Howard, brent a. Lanting, and matthew g. Teeter. Device location unknown.

Event description:
Information was received based on review of a journal article titled, "tribocorrosion: ceramic and oxidized zirconium vs cobalt-chromium heads in total hip arthroplasty," which aimed to compare tribocorrosion between matched ceramic and cobalt-chromium femoral head trunnions, and between matched oxinium and cobalt-chromium (cocr) femoral head trunnions. Secondary objectives were to investigate if taper design, depth of trunnion, implantation time, age, body mass index and gender have an effect in fretting and corrosion. The study consisted of 1320 implants evaluated to ensure an exact match for taper design and head size, and best possible match for neck length and implantation. All prostheses were retrieved between 1999 and 2015. Mean age for patients in the ceramic cohort was 57 years and 66 years in the cocr cohort. There were 28 males and 24 females in the ceramic cohort and 33 males and 19 females in the cocr cohort. Mean body mass index for ceramic was 32.4 kg/m2 and 29.7 kg/m2 for the cocr cohort. Mean implantation time for ceramic was 8.6 years and 8.4 years for cocr. The journal article reported the following results for patients treated with zimmer biomet ceramic heads: eight patients were revised due to wear of the acetabular liner. Three patients were revised due to aseptic loosening. The journal article reported the following for patients treated with zimmer biomet cobalt-chromium heads: six patients were revised due to wear of the acetabular liner. One patient was revised due to periprosthetic fracture. One patient was revised due to periprosthetic fracture and wear of the acetabular liner. Three patients were revised due to aseptic loosening. Ceramic heads were reported to have lower fretting and corrosion. Implantation time is associated with worse fretting and corrosion in cobalt-chromium heads. The authors conclude that identifying these factors may help contribute to better trunnion designs with lower corrosion risks, as well as reduce the incidence of resultant adverse local tissue reaction.